Event description:
It was reported that the customer was experiencing high blood glucose of 33mmol/l and customer will go to the emergency room soon. Troubleshooting was performed. It was stated that the customer treated with manual injections. Troubleshooting was performed. The programming, time, and date on the insulin pump appears to be correct. Ran a fixed prime test and the insulin exited. It was stated that the infusion set had a bent cannula. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.